Event description:
Device was being utilized to embolize a large aneurysm. Access to aneurysm was extremely difficult but was finally achieved. The coil was deployed and resumed it's "tornado" shape. However, it then deformed with flow and was whisked out of the aneurysm into the pulmonary vein. The coil wedged before it could go into the heart. An attempt to retrieve in 3/2001 was unsuccessful. Another attempt at retrieval is planned.